Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic low anterior resection, the clip was misaligned when it was fed into the jaws. After the device was removed outside the patient and the clip was removed, the same incident occurred when the device was fired again. There was an unexpected resistance of rebound after grasping trigger. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the clip misaligned? --- the clip did not feed in the jaw in grasping the handle. Did the clip feed sideways? ---yes. Did the clip form as intended? ---no. If no, what was the shape of the clip? ---the clip was not formed. Scissored? Did clip fall into the patient? ---no. Which firing of the device did this event occur on? ---1st firing. What vessel or structure was the device fired on at the time of the event? ---colon. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Were any unexpected noises heard? ---no. If so, when? Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---the information was not provided from the hospital. What were the indications for surgery? What was found? ---the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? If so, what? ---the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? ---the information was not provided from the hospital.